Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into unexpected reset due to event que overflow. Device restoration was performed successfully. The patient was stable and asymptomatic.